Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 health effect - clinical code: appropriate term/code not available (e2402) used to capture the blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Replaced medical device removal, surgical intervention with device revision or replacement.

Event description:
After review of medical record patient was revised to address metallosis. Revision notes stated that a rush of fluid was seen which was a brown and consistent with metal reaction fluid. The head was disimpacted and corrosion was seen on the trunion and inside the head. Liner was removed. One screw in the cup was damage and prominent. Clinical visits stated adverse reaction to metal wear left worse that the right. Patient noted some clicking bilaterally. Patient experienced pain when bending and using stairs and had elevated metal ion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a complaint device manufacturing (DHR) reviews will not be performed. Per (B)(4) it has been determined that should related reports be identified a DHR review is not required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head and liner exchange due to pain. Metal liner and head were removed and replaced with a poly liner and delta revision head. Doi: unknown. Dor: (B)(6) 2020. (Left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.